Event description:
It was reported via repair work order that the cross bar was bent, the cross tube spacers were missing, the upper link was bent, and the lift here labels were torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.